Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. Based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint; (B)(4).

Event description:
It was reported that bd vacutainer® z (no additive) plus urine tubes were deformed. No report of injury or medical intervention. No report of blood exposure to mucous membrane.